Event description:
It was reported that "the user felt resistance when grasping the trigger and could not fire a staple during use. Therefore, another unit was used to complete the procedure. No injury to the patient occurred."

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). The customer returned one unit 528235 visistat 35w 6/box for investigation. The returned stapler was visually examined with and with out magnification. Visual examination of the returned stapler revealed 2 misaligned staples at the front of the cover block. The stapler was returned with the trigger nonengaged, and there was no evidence of biological material on the device. The stapler was received with 39 staples left in the cover block. Two staples were observed to be jammed at the front of the cover block, preventing any staples from firing. The trigger was engaged and it was confirmed that the stapler was jammed. The jammed staples were removed and dimensional inspection was performed. The width of the staple 1 was 0.558" which is out of specification (0.5510"-0.5540" per the applicable drawing). The height of staple 1 was measured to be 0.131" which does meet the defined specification range of 0.130" 0.002" per the applicable drawing. Staple 2 was measured to be 0.558" which is out of specification (0.5510"-0.5540" per the applicable drawing). The height of staple 1 was measured to be 0.131" which does meet the defined specification range of 0.130" 0.002" per the applicable drawing. No lot number was provided by the customer, so no DHR review could be performed. The applicable drawing was reviewed for dimensional inspection specifications. The IFU for this product was reviewed as a part of this complaint investigation. The IFU states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." The reported complaint of "jamming - resistance felt at trigger" was confirmed based upon the sample received. The stapler was returned with the trigger unengaged, an d staples misaligned at the front of the cover block. Functional testing was performed and the stapler was confirmed to be jammed, but no resistance was felt in the trigger. The stapler was disassembled and the jammed staples were removed for dimensional analysis. The width of staple 1 was 0.558" which is out of specification (0.5510"-0.5540" per the applicable drawing). The height of staple 1 was measured to be 0.131" which does meet the defined specification range of 0.130" 0.002" per the applicable drawing. Staple 2 was measured to be 0.558" which is out of specification (0.5510"-0.5540" per the applicable drawing). The height of staple 1 was measured to be 0.131" which does meet the defined specification range of 0.130" 0.002" per the applicable drawing. Actions to address the staples out of specification were established as part of nonconformance, which was closed on 31-oct-2025. No lot number was provided for this sample, so the manufacturing date could not be confirmed. It is important to provide a lot number for the complaint sample, so a full investigation and DHR review can be completed. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that "the user felt resistance when grasping the trigger and could not fire a staple during use. Therefore, another unit was used to complete the procedure. No injury to the patient occurred."